Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Root cause was unable to be determined.

Event description:
A customer contacted stryker to report that their device would intermittently powering off. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would intermittently powering off. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.